Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged fiber bonding in the outer tube area (distal end) and purple image. Based on the results of the investigation, for the reported malfunction of the picture flashing on and off, the cause could not be determined. For the additional malfunctions of damaged fiber bonding in the outer tube area (distal end) and a purple image, the cause was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic, had its picture flashing on and off. The issue was found during a therapeutic laparoscopic cholecystectomy procedure during sedation. The procedure was completed using an olympus backup device. There were no reports of patient harm.